Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted visual inspection found the driveshaft lug being stuck on the retraction stop, and it could be prevented the helix extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the right ventricular (rv) lead was not functioning within normal tolerances. Follow up information indicated that during the implant procedure, the lead helix would not deploy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the right ventricular (rv) lead was not functioning within normal tolerances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.